Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during priming. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime/a33 test due to loose protruded drive support disk. The motor passed motor test. The insulin pump was received with scratched display window and cracked reservoir tube lip.